Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was at the super market and all of a sudden, his vision went blurry. He didn't think anything of it because the cgm was displaying 95 mg/dl, so he started eating grapes as he was walking down the aisle. When he got out of the store he felt better but when he got home, he tested his blood sugar on a glucometer and his blood glucose was at 61 mg/dl. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.